Manufacturer narrative:
Device was used for treatment, not diagnosis. Malfunction was found on (B)(6) 2016, but it is unknown when the malfunction occurred. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent an open reduction internal fixation (orif) procedure on (B)(6) 2016. The surgery was reported as uneventful but a standard post-operative x-ray revealed that the plate had pulled off of the bone about 1cm. It was reported that the screws were not loose and remained intact. The surgeon thinks that the fact that the patient "fought a little bit" when waking up from anesthesia and poor bone quality may have been a factor. The patient was returned to the operating room the following day on (B)(6) 2016 to have the plate, six (6) locking and three (3) cortical screws removed, all intact. The patient was replaced with a clavicle hook plate, two (2) locking screws and one (1) non-locking screw. The second surgery was also reported as uneventful without delay and the patient was reported as stable. Concomitant devices: locking screws (quantity 6); cortical screws (quantity 3). This is report 1 of 1 for (B)(4).